Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the device was in in clinical use. The procedure was delayed. The procedure was completed by with current c arm angle. A philips remote service engineer (rse) inspected system remotely and confirmed that c-arm cannot move, geometry was partly available. After reviewing log file, rse found that the issue was gib ether cat topology test failed. After troubleshooting fse found cause was the issue signals missing to gib and amc power supply there is no power unit. Fse replaced the amc triple servo drive. After replacement amc triple servo drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform geometry movements of the c-arm. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.